Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2011. He sought medical attention on (B)(6) 2024 reporting that the implant had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the pump was apparently stuck, making inflation impossible. The prosthesis was revised on (B)(6) 2024 when all components were replaced. The new prosthesis is currently functional, and the patient is satisfied. No harm to the patient was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. Partial separations, surrounded by abrasion, were noted on the inlet tubing of the reservoir. These were not sites of leakage. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2011. He sought medical attention on (B)(6) 2024 reporting that the implant had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the pump was apparently stuck, making inflation impossible. The prosthesis was revised on (B)(6) 2024 when all components were replaced. The new prosthesis is currently functional, and the patient is satisfied. No harm to the patient was reported.